Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation nor has the field service engineer evaluated the ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired while on ht70 ventilator. There is no allegation of a malfunction of the device. The customer is sending the ventilator for failure evaluation. This report is being conservatively filed only because the patient expired while using the ventilator.

Manufacturer narrative:
Device evaluation summary: an ht70 ventilator was reported to be in use during patient exitus. There was no allegation of a malfunction of the device when it was reported to medtronic. The customer sent the ventilator to failure investigations (fi) for analysis. Since the reported symptom of the device was unspecified, it could neither be duplicated nor verified. Fi contacted the customer for more details; the customer stated that she was not there when the incident occurred, but she heard from the nurses that the vent alarmed and shut off during the event. The device logs were reviewed, and no recorded events were logged in the event history on the date of patient exitus. Fi found that the device failed the power on self-test. Fi found the cause of this to be an internal short, and fi replaced the main control board to address this. Fi also found that the pump made a grinding sound, and fi tightened loose hardware to address this as well. Although the patient presented exitus while on the ventilator, there is no evidence that the ventilator caused the patient exitus. If information is provided in the future, a supplemental report will be issued.